Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the patient was hospitalized; he had passed out and underwent a quadruple bypass procedure that same day. Both events were diabetes related. The patient declined to speak to the 24-hour helpline. No products were shipped or returned.